Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-41 - dead battery test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for dead meter, stating that the meter did not turn on when a test strip was inserted. At the time of the call the customer reported having a headache. Medical attention was not needed at the time of the call. During the call, the meter did not turn on when a test strip was inserted but did turn on by manually pressing the power button. The test strip and battery were both inserted correctly. During the call, a blood test was performed by the customer fasting and produced test result of 124 mg/dl using the meter. The product storage was not disclosed. The test strip lot manufacturer's expiration date is 10/15/2020 and open vial date was undisclosed.